Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had the stopper jammed. The following information was provided by the initial reporter "we were notified by one of our customers that one 10 ml syringe, item v62.301029 has a deformation".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll bns had the stopper jammed. The following information was provided by the initial reporter "we were notified by one of our customers that one 10 ml syringe, item v62.301029 has a deformation".

Event description:
It was reported that syringe 10ml ll bns had the stopper jammed. The following information was provided by the initial reporter "we were notified by one of our customers that one 10 ml syringe, item v62.301029 has a deformation."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/3/2021. H.6. Investigation: two photos and one loose 10ml syringe (p/n 301029) were received. The two photos observed seemed to be of the same syringe at different angles. The stopper was fully seated on plunger rod, but part of the stopper was jammed in the fluid path between the plunger rod and barrel wall. The syringe is non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch numbers #0084897, #0127987, #1005797, and #0071629 are considered in compliance with our product specification requirements. A device history record review on the potential batches showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. H3 other text : see h.10.